Manufacturer narrative:
The customer reported that the central nurse's station (cns) was in communication loss, the unit was showing communication loss for half the telemetry devices. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) was in communication loss, the unit was showing communication loss for half the telemetry devices. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on 12/08/2020, the customer reported of communication loss at the cns. This issue occurred during patient use. No patient harm or injury has been reported. The reported device was not returned for product evaluation. Tech support advised the customer to check the org, as issues with org would cause comm loss. It was discovered that the battery pack for the org was not turned on. After it was powered back up, the issue of comm loss was resolved. Service requested / performed: troubleshooting. Investigation summary: the root cause for this issue is user error. As this issue was not a result of an nk device deficiency nor non-conformance, risk assessment and complaint history review are not performed. The overall risk score is high.

Event description:
The customer reported that the central nurse's station (cns) was in communication loss, the unit was showing communication loss for half the telemetry devices. No patient harm was reported.